Event description:
The pt reported that for the last 5 days his insulin infusion device has been alarming with a 04 (occlusion) error. He stated he has also had elevated blood glucose readings in the 500 mg/dl range with his normal range being 120-150 mg/dl. The pt said he can tell when his readings are high because he feels a "pressure in my head". He stated when this occurs he changes his infusion headset or tubing or both. He said he generally changes his headset every 4 days. The pt was advised to change it every 3 days. During troubleshooting, the pt was instructed to disconnect from his infusion site and run a prime which went through without error. Troubleshooting did not find any issues with the product. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.